Manufacturer narrative:
A system check out was preformed and it was noted that parts were replaced and the system functioned as designed. It was not noted what parts were replaced at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside or a procedure. It was reported that they confirmed that there was no green light. The site had an electrician check the fuses which were ok, and then found the circuit breaker to be tripped. Circuit breaker reset but continually tripping when main power is applied. The suspected cause is that there is an issue with the mobile viewing station (mvs) power board. There was no patient present.

Manufacturer narrative:
D11/h2: section d information references the main component of the system. Other relevant device(s) are: kit svc bi71000186 power supply o2 ups, lot #: rev. 1 : s/n (B)(6) h2/h3/h6/d10: the uninterruptible power supply (ups) and mvs power board were returned and analyzed. The power board had no failures and passed bench testing. Once installed into a test system, the system initialized. Motion, generator, communication and charging all readied. 2d and 3d images passed. Previously submitted fdm code 10 is applicable. Fdr and fdc codes 213 and 67 are applicable. The ups was dead on arrival and was unable to be charged. Upon closer inspection, a few diodes were found to be electrically overtressed. Previously submitted fdm and fdc codes 10 and 4307 are applicable. Fdc code 120 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.